Manufacturer narrative:
Confirmed with customer that they have no affected test kit remaining to return.

Event description:
Axis-shield diagnostics ltd. Received notification of a complaint on (B)(6) 2024 stating the customer had experienced out of range results, relating to the high and low controls reporting results out of range, when using fmabt100 lot 902959842. There was no impact to patient. The customer had an additional lot that did not display the same error and was able to proceed with testing.

Manufacturer narrative:
The root cause was identified as a line clearance failure during the packing operation for fmabt100 902959842. Specifically, the labelling activity for the low and high control vials was performed in the same work zone, at the same time, leading to mislabelling of the controls. The root cause for this CAPA is therefore assigned to method - inadequate controls.

Event description:
Axis-shield diagnostics ltd. Received notification of a complaint on 19th june 2024 stating the customer had experienced out of range results, relating to the high and low controls reporting results out of range, when using fmabt100 lot 902959842. There was no impact to patient. The customer had an additional lot that did not display the same error and was able to proceed with testing.